Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined. The contributing factors to the reported event could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
A technician reported that a patient who underwent bilateral lasik was diagnosed with mild diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The patient was asymptomatic. The topical steroid drops were increased. In a follow up, the center director reported that the event resolved with the treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.